Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A4. Correction was made to this field. Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 07-mar-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for an unknown indication for use. It was reported that the patient reported baclofen withdrawal symptoms. There were no known external factors that may have caused or contributed to the event. The rep received a page regarding the patient who was experiencing symptoms of baclofen withdrawal. The team was concerned that the issue might be related to the patient's pump. The rep offered to go to the emergency room (ER) to interrogate the pump but the patient decided to not wait for the rep's arrival and chose to go home without waiting for further evaluation. It was unknown if the issue was resolved at the patient's status was asked but unknown. The patient's weight and medical history were asked but unknown. Additi onal information was received from a healthcare provider (hcp) via a company representative stated that the hcp could share any details regarding the symptoms that occurred during the patient¿s withdrawal. No further information. Additional information received from the healthcare provider via a clinical study indicated that baclofen withdrawal and a catheter occlusion occured.

Manufacturer narrative:
Continuation of d10: product ID: 8781; serial#: (B)(6); implanted: (B)(6) 2024; product type: catheter. Product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2018; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2023 the patient had their pump repositioned after inversion. On (B)(6) 2023 the patient presented to the emergency room (ER) with back pain. The pump appeared to be functioning from (B)(6) 2023 the patient presented to ER 5 times with increased spasms and pain related to the pump position. On (B)(6) 2024 the patient presented to ER with itching and spasms, insisting a catheter issue. On (B)(6) 2024 x-rays showed kink in the catheter. The patient's spasms continued. A dye study was completed. On (B)(6) 2024 a catheter revision due to suspected kink and pump repositioning were completed in surgery. Post revision intrathecal baclofen overdose was reported. It was noted that the patient developed urinary retention requiring catheterization, they had decreased lower extremity tone and slightly decreased level of consciousness. Oral baclofen was decreased (dose decreased by 15% from 602 mcg/day to 512 mcg/day) and the patient's decrease tone resolved. The patient was discharged home. It was unclear when the urinary retention resolved. The patient also complained of nausea and vomiting, headache (worse when upright), did not tolerate sitting which was originally attributed to normal post-operative response but later a cerebrospinal fluid leak was reported. A blood patch was completed on (B)(6) 2024. The headache improved but after being discharge the headache, nausea and vomiting returned. They were re-admitted to the hospital. The patient was placed on bedrest and another blood patch was completed on (B)(6) 2024. The patient continued to be on bedrest for 48 hours. The patient was discharge from the hospital again and the issue was reported as resolved.